Manufacturer narrative:
Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. The customer contact reports the patient identifier is not available. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the ventilator stopped while in use on a patient causing desaturation. Patient demonstrated elevated intercranial pressure (icp) requiring additional medication to stabilize.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board (pmb), power supply, power supply and pmb harnesses, and batteries were replaced to resolve the reported issue. Ge healthcare product engineering completed a root cause investigation of this event. Based on the review of service logs and evaluation of the returned parts, it was determined that the root cause of the shutdown of the system is the result of two failures. The first failure was due to a damaged capacitor which is part of the circuit that controls the battery charger on the pmb board. The second failure was due to a malfunction in the ac to dc power supply (typically 20-31vdc) that caused the output voltage to intermittently drop below 18 v. The service logs show that the device did provide adequate notifications to the clinical user with both visual and audible alarms indicating the device was not properly charging the batteries and the batteries were becoming depleted. The patient has since stabilized with no permanent effect from this event.